Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software were utilized and downloaded trace/history files properly. On the primary svn#: (B)(4), event date of 23-jul-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 20.7 u and dailytotalofbolusinsulindelivered = 24.6 u which is equal to the dailytotalofallinsulindelivered = 45.3 u. On related svn#: (B)(4), event date of 22-jul-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 20.525 u and dailytotalofbolusinsulindelivered = 30.8 u which is equal to the dailytotalofallinsulindelivered = 51.325 u. On the primary svn# (B)(4) event date of 23-jul-2025 /related svn# (B)(4) event date of 22-jul-2025, there are no unexpected alarms/suspends recorded in the formatted history file. No under delivery anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The pump was received without a battery and battery cap. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for under anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to possible under delivery. The customer reported blood glucose values of 400 mg/dl. The customer was treated with hospitalization. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer was used the auto mode feature or not. Initially, high pressure test did not pass, test was repeated and it passed. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.